Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage found inside the device. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump have an intermittent response, specially the act button. The customer stated that the device has been exposed to moisture. Blood glucose value was 136 mg/dl the morning of the call. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.